Event description:
It was reported that a portex® bivona® adult tts¿ adjustable neck flange hyperflex¿ tracheostomy tube did not have instructions for use either on or inside the device package. Specifically, it was not identified that the cuff must be inflated with sterile water. This resulted in caregivers not being able to identify leaks around the cuff as it was originally inflated with air. The event report type was reported as serious injury, and the event outcome as required intervention. No information regarding the type of injury or intervention required was provided. No permanent injury was reported.